Manufacturer narrative:
(B)(4). Date sent: 5/4/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact date of the implant? Was the device found to be discontinuous? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com what is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? The event description states ¿rep had a more recent conversation on 4/10.¿ is there any additional information from that conversation on the 10th?

Manufacturer narrative:
(B)(4). Date sent: 5/23/2023. (B)(6) and there is still no explant date. They first have to do the preauthorization and they are doing it right now. Rep said will call once they have the explant date. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the implant completed at (B)(6)? Is the treatment center (cleveland clinic) different from the implant facility? What is the hospitals affiliation with the surgeon currently treating the patient?

Manufacturer narrative:
(B)(4). Date sent: 4/14/2023 h10: no lot number was provided therefore a device history could not be done.

Manufacturer narrative:
(B)(4) date sent: 1/30/2024 additional information received: at that time she was still following with dr. (B)(6) at uh and was recently scoped by them. Given that there are still administrative barriers to placing linx here at ccf, patient and both agreed that she should continue to follow with dr. (B)(6) for now. It was my recommendation that explant with possible re-implant be considered particularly given her recurrent reflux. Alternatively explant with conversion to rygb would be the other option with her sleeve anatomy. Linx has not been explanted as the patients bmi is over 40 and she feels surgery to remove it at this point is too risky and better to leave the linx in until she is able to lose some weight and change her eating habits.

Manufacturer narrative:
(B)(4). B3: only event year known: 2023. D6a: exact implant date is unknown. The device was implanted in 2016. Assumed 1st month of the year and first day of the month. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that surgeon stated that the device is radio geographically broken and was told by the patient that she had it in since 2016. The physician has made multiple attempts to get the records from (B)(6) but they don't have any of it. There is no current explant date. Stated that it will be in the summer time and is working on authorization from insurance in order to explant it.